Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the patient's diabetes nurse the patient's blood glucose (bg) levels rose during the night (specific bg levels not provided). The patient removed the pod and noticed the cannula did not deploy. A new pod was applied for treatment.